Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer successfully resumed insulin deliveries and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was 270 mg/dl and a manual injection was administered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.